Manufacturer narrative:
Eval summary: the returned devices appeared to be in good shape. They each have a potential field age of two years. The functionality of the devices was tested using corresponding gauges as well as mating with one another and all three devices passed these functionality tests. The cause of this incident cannot be determined from the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that the surgeon had to rasp up to a larger size to do the trial reduction because he could not get either the standard or extended size 5-6 neck provisional to fit the rasp.